Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on an unknown date/time in (B)(6). On an unspecified date time, the patient reported blood glucose results of "70, 60, 56, 21, 35, and 153 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin (via insulin pump); however, the patient denied taking any action after the alleged issue began. The patient also denied testing with another device. It is not known if the patient developed any symptoms as a result of the reported issue. For reasons unknown, the patient claimed she administered self-treatment by consuming food and/or drink on (B)(6) 2010 at 2pm. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the subject meter was set to the correct unit of measure setting (mg/dl). However, the csr noted that it is unknown if the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the subject meter caused or contributed to a serious injury. There is no evidence that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.